Event description:
After guidewire was advanced by 60-70%, unable to advance any further due to resistance. On attempt to pull back, there was resistance and was not able to push forward or pull back. When finally removed, the tip of the guide wire broke off.